Event description:
The 4.0mm cannulated screw became stuck in elbow. Doctor tried to remove it and the easy out stripped, resulting in a 1-hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.